Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. The user received a low battery alarm when the pump suddenly lost power. Since that incident, the pump has continued to exhibit intermittent power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: during investigation, the pump history was reviewed and showed one unexplained power reboot on (B)(6) 2013. There was no physical damage observed to the returned battery cap or the battery compartment. The returned battery cap fully attached to the pump and the yellow o-ring was not visible. The returned battery caps height and width measurements are all within specifications. No intermittent power issues were duplicated with the returned battery cap or pump. The pump booted to verify screen with auditory and vibratory features. The pump was exercised for 24 hours using the returned battery cap and no power loss was duplicated. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit or battery flex found. The intermittent power issue was confirmed in the pump history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.